Manufacturer narrative:
H6: code-3221: several attempts were made to obtain the lot number. As it was not provided review of the manufacturing records could not be performed. The device remains implanted, so the device could not be evaluated. H6: code 4315: no investigations could be performed. No conclusion about the cause of the reported adverse event could be found based only on the provided event description.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented with an occlusion of a previous venous femoropopliteal bypass in the left leg. It was planned to reline the bypass using gore® viabahn® endoprostheses with propaten bioactive surface after re-canalization. A 6fr introducer sheath was placed in the common femoral artery. After the first viabahn® endoprosthesis (5mm x 25cm)was implanted distally, a second viabahn® endoprosthesis (5mm x 25cm) was planned to be placed more proximal. Reportedly the second viabahn® endoprosthesis only opened a few millimeters from the tip despite it felt normal when the deployment line was withdrawn. The physician managed to withdraw the viabahn® endoprosthesis back into the introducer sheath. It was stated that then it was easy to withdraw the device from the patient. During this procedure probably some thrombus loosened and occluded the first viabahn® endoprosthesis and the distal artery in the lower leg. Another viabahn® endoprosthesis was placed proximal to the first viabahn® endoprosthesis to complete the intervention. It was stated that they tried to aspirate some thrombus and then thrombolysis for about 24 hours was given. Then the viabahn® endoprostheses and the artery were patent. Reportedly the patient is feeling good.